Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was not able to verify the customer's reported issue. Model lap top ventilator 1000 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model 1000 failed to sense spontaneous breaths. The customer stated no further information was provided regarding patient involvement. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.